Event description:
Customer reported an issue with the insulin gauge displaying a different amount than expected, currently showing an incorrect fill estimate when compared to the anticipated 280 units. There was no adverse impact to the customer¿s blood glucose level. Caller was advised to ensure cartridge air removal before filling, acknowledged the guidance, but chose not to load a new cartridge and will continue to use the current one while monitoring for any further issues.